Manufacturer narrative:
(H3, h6) medtronic representative went to the site to test the imaging system and replaced umbilical with missing protective cover and discoloration. B01, c02, d02, g02004 are applicable the component was returned to the manufacturer for analysis. Analysis found that confirmed reported complaint. Umbilical cable passed bench test. Visual inspection confirm umbilical cable is physically damaged. Broken molding and missing harting cover locking part. Continuity test passed and was installed in system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images were successful. X-ray was disabled when cable was wiggled. Intermitting charging and generator initialization issues. B01, c02, d02 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000167, serial/lot #: (B)(6) rev. D. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported regarding damaged covers that the system's protective cover broke off. No patient was present at the time of event.